Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) expired. A review of therapy history noted that the ICD exhibited a less than 10 ohm shocking impedance measurement during a delivered shock. The ICD delivered four subsequent shocks with shocking impedance measurements of 151 ohms.